Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Non-mdt stent grafts were implanted in the endovascular repair of abdominal aortic aneurysm. A type ia endoleak was present at the end of this procedure. A secondary procedure was carried out where 10 endoanchors were successfully implanted due to the observed ia endoleak. It was confirmed that the type ia endoleak was present at the end of this procedure. Just over six months later, it was reported that there was a persistent type ia endoleak present. It was assessed as having a causal relationship to the index procedure. This endoleak was reported to have resolved with treatment on the same date when an additional procedure was performed and a non-mdt thoracic stent graft, an endurant aortic cuff, a chimney graft and two renal stents (non-mdt) were implanted. No cause of the event has been reported. No additional clinical sequelae were provided and the patient is fine.